Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture management weekly trend data shows threshold measurement less than 1v as of week of (B)(6) 2015, then thresholds began to vary and increase with measurements ranging from 0.75v up to greater than 2.5v consistently since (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds and may have pulled up from the original placement. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.